Manufacturer narrative:
Film evaluation summary: the reported inaccurate delivery of the endurant limb stent grafts could not be assessed from the single pre-implant image provided, therefore, the cause of the event could not be conclusively determined. Lack of pre-implant cts prevented a thorough assessment of the pre-implant anatomy and procedural angiograms showing deployment of the limbs were not available for assessment of the reported event. It is possible that anatomical factors, such as the observed common iliac tortuosity may have contributed to the reported inaccurate delivery , but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm on (B)(6) 2024. The aortic neck was wide, short and conical. Bilateral dissections in common iliacs were noted with a pau proximal to the right hypogastric.  It was reported during the index procedure, etlw1616c93e was measured but due to angulation and tortuosity the limb landed short of markers. An additional limb was placed and the procedure completed successfully. Per the physician the cause was anatomy related due to tortuosity.  No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name endurant ii iliac stent graft; product ID etlw1616c93e (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5;additional information received: it was confirmed that both endurant limbs landed short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.